Event description:
It was reported that (1) device was used during a varix procedure. It was reported by the affiliate that the mcm30 instrument malfunctioned (no further details available). There was no consequence to the pt.